Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, exhibited a cassette alarm.

Manufacturer narrative:
Additional information received and attached by ICU medical on 03/feb/2022 via email: no patient involvement. Event happened during bench test. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. The defective latch/lock optic flex circuit was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.